Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04963. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was implanted using a watchman ® access system. The next day, a pericardial effusion occurred. A pericardiocentesis was performed. Two weeks post procedure, the patient had another pericardial effusion which was treated by a pericardial window.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first pericardial effusion was treated with a pericardial tap and it resolved completely. The patient is currently fine.